Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information from the patient implanted with this implantable cardioverter defibrillator (ICD) that they felt their heart rate was unsteady and the device was not pacing at the rate it should. The patient was referred to their physician. No adverse patient effects were reported.